Event description:
The patient presented to a follow-up due to an alert of high rv lead impedance. X-ray was checked with no explanation for the high impedances. Loose setscrew or lead fracture was suspected. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.